Event description:
It was reported that a patient was feeling jolting and shocking from the lead area and the patient¿s healthcare provider turned the amplitude down to 0 volts and shut the implantable neurostimulator (ins) off for 1-2 weeks. It was noted that this did not resolve the problem. It was later reported that impedances were all ok and the pain continued when the device was turned off. No malfunctions were found that the cause of the issue was not determined. It was reported that the lead was moved to the other side on 2013 (B)(6) and the patient was doing ¿good so far.¿ it was noted that the patient¿s pain was relieved after surgery.

Manufacturer narrative:
Product ID 3093-28 lot# v962968, implanted: 2013 (B)(6); product type lead product ID 3093-28 lot# v962968, implanted: 2013 (B)(6); product type. (B)(4).